Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Issue occurred in the past therefore no troubleshooting could not be performed. Customer's blood glucose reached 101-400's mg/dl. Customer changed all supplies and resumed insulin delivery for each event.